Manufacturer narrative:
The attached medical device report, is being submitted as part of the actions taken by biotissue holdings inc. (Bthi) in response to FDA investigator feedback and a 483 observation received (B)(6) 2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulation. As bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events since the last inspection (mar 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection that redefined as reportable cases where medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between march 2024 and february 2026 that, upon reassessment, met the expanded criteria for reportability. This MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection 02/18/2026. We respectfully request that FDA accept this retrospective MDR as part of our commitment to address the observation, perform corrective action, enhance regulatory compliance, and continuous improvement.

Event description:
A patient undergoing treatment for recurrent corneal erosion (rce) with a prokera slim (pks) device contacted biotissue directly via the contact us form on the company website, which stated: "I am writing because my doctor placed a prokera slim in my eye last week due to recurrent corneal erosion. After 5 days, he took it out and the erosion is bigger and my pain is worse." The patient was contacted and she provided additional information indicating that besides her pain, her vision after pks removal was not as good as before. She was unsure whether corneal debridement was performed at the time of pks insertion. Information on further treatments was not provided, thus it is unknown if the patient was treated as a result of this incident. Further attempts to obtain information from physician and patient were not responded to.